Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered pain, suffering disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages.